Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patient's mother that her son woke up at 11:30 am and his blood glucose values (bg) reached 486 mg/dl. Her son called his doctor and the doctor recommended he change the pod. The patient changed the pod and as a result his bg values lowered to 400 mg/dl. The doctor also recommended her son go to the emergency room to be on the safe side. The mother states her husband drove her son to the emergency room at approximately 5:30 pm. For treatment, he received lab work, IV fluids and 2 doses of insulin for 8 and 9 units. The mother states they brought her son home at about 11:00 pm and his bg was 167 mg/dl. No further details. The pod was worn between 4 and 24 hours on the hip/buttocks.